Event description:
The clinic requested machine check-out after a pt was exposed to renalin. The pt experienced difficulty breathing, hypotension, nausea, arrhythmia and general malaise. The treatment was terminated and oxygen was administered. The pt was transported to the hospital via ambulance and hospitalized over night. Gambro technical services (gts) functionally tested the machine and found it to be operating to manufacturer's specifications.